Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further confirmed that upon testing in the clinic everything was fine.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a connectivity issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a new implantable cardiac monitor was implanted and the provider used bovi at the end of the procedure. After the incision was closed, there was a suspected device damage due to bovi use and an inability to interrogate the implantable cardiac monitor. The diagnostic mobile programmer application was used to complete the insertion workflow and attempt device interrogation sensing was appropriate, all parameters were programmed, registration and pre-enrollment were completed, and the session was ended. After bovi use, the device could not be found during re-interrogation. No accessory device was available to attempt further interrogation. Options discussed included waiting until after midnight to see if communication could be established or replacing the device. No patient complications have been reported as a result of this event.